Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion which were reproduced during evaluation. Downstream occlusion were verified through a review of the event history log and found to be caused by a failed tubing guide gap. The downstream plate shim was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion during testing in the biomed service department. The customer verified that the unit runs normally for other tests, but when testing for downstream occlusion and the pressure starts rising, the unit almost immediately alarms for downstream occlusion and stops infusing way below the range. Opening the valve to bring the pressure back down to 0 psi does not cause the unit to resume infusion as they normally would. There was no patient involvement. No additional information is available.